Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient's atrial lead was capped and replaced on (B)(6) 2023 due to unknown reason. No patient's symptoms were reported.